Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the event was reported to have occurred on an unspecified day in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump became unresponsive with a white screen and no alarm during therapy (medication, dose, programmed amount and delivery rate unknown). The infusion was interrupted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.